Event description:
Hip revision surgery for infection and the pathogen is unknown. At about 2 months and a half post primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 march 2024: lot 2307526: (B)(4) items manufactured and released on 26-jun-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved, batch review performed on 28 march 2024: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 2318424. Lot 2318424: (B)(4) items manufactured and released on 26-jul-2023. Expiration date: 2028-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.